Event description:
It was reported that at 16:02 on 17jan2024 a pump stop alarm occurred on a patient that was recently implanted. The patient and the staff stated that they did not hear any alarms. Log files were submitted for review and captured an intentional pump stop at 16:02:42. It appeared in the log files that the pump stop button was selected on the heartmate touch. The pump was stopped for about 2 seconds. Related manufacturer reference number for the heartmate 3 pump: MFR-2916596-2024-00539.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that at 16:02 on (B)(6) 2024, a pump stop alarm occurred on a patient that was recently implanted. This incident occurred in an inpatient setting but outside of the operating room. The patient and the staff stated that they did not hear any alarms. Log files were submitted for review and captured an intentional pump stop at 16:02:42. The pump was stopped for about 2 seconds. It appeared that the pump stop button was selected on the heartmate touch (hmt). It was confirmed by an abbott representative that the issue occurred on a system monitor. The pump appeared to have functioned as intended. The staff were unaware of any individual that would have pressed the pump stop button. The staff was unsure if a reboot was performed on the system monitor, but no further reports of pump stops had been reported as of (B)(6) 2024. The patient did not experience any adverse events and the system controller was noted to have sounded other alarms appropriately.

Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log files were reviewed following the reported event of a pump stop and the patient and staff not hearing an alarm. The reported pump stop is addressed under the system monitor investigation, MFR # 2916596-2024-00539. The submitted controller event log file captured the pump stop command being received from the system monitor at 16:02:41, which resulted in the pump speed dropping to 50 rpm at 16:02:43. The log file captured pump off and low flow hazard alarms associated with the pump stop event, as intended. The pump began ramping up to the set speed at 16:02:44. The remainder of the log file captured the pump operating within the expected range without issue. No additional pump stops were observed. Additional information provided stated that the controller was sounding alarms appropriately. No product was returned for evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) (rev. C) section 4 ¿system monitor¿ explains how to use the system monitor. This section explains the pump stop button. This section states ¿use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off and low flow hazard alarm conditions, and the actions to take when the alarms occur. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.